Event description:
Same case as MFR: 2134265-2013-01763. During a cardiac catheterization treatment procedure, a vessel perforation occurred. Vascular access was obtained via the right femoral artery. This 90% stenosed lesion was located in the severely calcified left anterior descending (lad). Initially a 2.00mm x 15mm apex balloon catheter was selected, then the physician decided to use a 2.5x15mm apex balloon catheter. However, during post-dilation a distal perforation occurred. It was further reported that it was unclear if the bsc balloon catheters caused the perforations as the physician used other non-bsc balloons and stents. The perforation was treated with deployment of two non-bsc stents in the lad and placement of a heart pump device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).